Event description:
Trivelato fp, manzato lb, filho pmm, et al. Transorbital cavernous sinus direct puncture: alternative to treat dural arteriovenous fistula. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology. 2018;28(1):55-61. Doi:10.1007/s00062-016-0534-z medtronic literature review found a report of patient complications in association with axium coils and onyx. The purpose of this article was to present a retrospective series of their clinical experience in the treatment of cavernous dural arteriovenous fistulas (davf) by direct transorbital puncture of the cavernous sinus as an alternative to the endovascular approach. Eight patients harboring cavernous davf underwent percutaneous treatment by direct transorbital puncture of the cavernous sinus. Of the 8 patients, 5 were treated with coils (either axium or stryker target), 2 were treated with onyx, and 1 with n-butyl-cyanoacrylate. There were 5 women and 3 men, and the mean age of the patients was 62.6 years. The article does not state any technical issues during use of the axium coils or onyx. The following intra- or post-procedural outcomes were noted: - one patient treated with coils experienced postoperative superior ophthalmic vein thrombosis, characterized by transitory worsening of chemosis and eyelid edema. It was managed clinically. - one patient treated with coils experienced a technical complication. Inadvertent internal carotid puncture occurred while trying to reach the cavernous sinus. It was identified when contrast media was injected through the needle in order to confirm its position inside the cavernous sinus. The needle was pulled back and optimal position was achieved. Then the fistula was totally occluded with coils. No clinical manifestation related to carotid perforation was observed. - in one patient treated with coils, they were unable to totally occlude the fistula despite the direct puncture. In that case the packing of coils inside the cavernous sinus was not as dense as necessary to prevent residual fistula filling. Once embolization resulted in marked reduction of the shunt they decided to wait and perform long-term angiographic control.

Manufacturer narrative:
Trivelato fp, manzato lb, filho pmm, et al. Transorbital cavernous sinus direct puncture: alternative to treat dural arteriovenous fistula. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology. 2018;28(1):55-61. Doi:10.1007/s00062-016-0534-z medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.